Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported complaint of the inability to interrogate the device was not confirmed. The analysis performed exhibited normal device characteristics on the device. The device was able to establish bluetooth communication after each test and no anomalies were found in the device's telemetry.